Manufacturer narrative:
No product was returned for eval. Unable to assess product condition or determine if any malfunction could have contributed to the reported hyperglycemia. No lot qualification records were reviewed as no product lot number was provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.: it advises, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4 - 6 times a day (when you wake up, before each meal, and before going to bed)" and "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare providers guidelines. If ketones are not present, take a correction bolus as prescribed by you healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod."

Event description:
The customer's father reported that his daughter was in the emergency room because her blood glucose had been high for a couple of days. He stated that all of the tests done in the emergency room had been negative, and she was being monitored for a couple of hours. The father said that her blood glucose had been 500 mg/dl, so she took a bolus (dosage unk). The father stated that it "looked like the pdm wasn't giving it to her," but did not elaborated what he meant by that. She then gave herself a manual injection, which brought her blood glucose down to 419 mg/dl. When her father picked her up a few hours later, it was again 269 mg/dl. In a follow-up call, the father stated that his daughter's blood glucose was in normal range and that she had been discharged from the emergency room after they put a pod on and saw that her levels were "good" (no specific levels were provided).